Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer changed supplies to address the issue. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer delivered a correction bolus to address elevated bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.